Event description:
It was reported by a patient's mother that they saw on a forum there was a patient in north carolina who had an infection after being implanted the day after her son. No further information was provided regarding this patient or where the information was obtained from. No additional relevant information has been received to date.